Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and circuit boards. The system operates as intended.